Event description:
It was reported that "surgeon reamed up to 12.5mm distally, broached with a pressfit 9 broach, trial was successful. Put in #9 13 implant, requested femoral head and reduced the construct and #9 13 implant loosened. Surgeon was able to remove by hand and determined that implant was too loose to leave in pt. Surgeon removed and cemented in different implant."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.